Event description:
Boston scientific received information that, during a routine follow-up procedure, it was suspected this device was depleting faster than expected. A copy of device memory was reviewed by a boston scientific technical services consultant. Memory analysis found the device was consuming approximately 300% of its power compared to expected consumption at nominal settings. A longevity calculation was performed which concluded the device should have a total longevity of approximately eight years, inconsistent with the three years remaining indicated by the device. No adverse patient effects were reported.

Manufacturer narrative:
Engineering analysis of memory found the power usage appeared to increase around (B)(4) 2011. Memory analysis also noted irregular power usage measurements, suggesting alternating periods of high and normal power usage. No battery alerts or faults were recorded. Ts recommended a shorter follow-up period. At this time, the device remains implanted with no further complications. This report will be updated if additional information becomes available.